Event description:
A customer reported that two (2) coulter lh 750 hematology analyzers were generating erroneously low eosinophils (eo%) and high neutrophils (ne%) results when compared to manual smear results. This is report two of two and represents the two sets of erroneously low eosinophils (eo%) and high neutrophils (ne%) results generated from a coulter lh 750 hematology analyzer with serial number (B)(4). Both sets of eosinophils (eo%) and high neutrophils (ne%) results from this instrument possessed instrument generated r flags which, per beckman coulter inc. Labeling, necessitated the review of the results. The erroneous eosinophils (eo%) and high neutrophils (ne%) results were reported out of the laboratory where they were questioned by a physician. There were no reports of death or serious injury or modification to patient treatment associated or attributed to this event. A manual differential was performed. The results were regarded as valid and sent out via a corrected report. Controls were run before the incident and were within the expected range. No specific patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. A field service engineer (fse) checked the ttm and reagent volumes and found that both analyzers were operating within specifications. Beckman coulter inc. Assessment of customer supplied raw data indicated that the root cause of the event was that the instrument algorithm could not accurately report eo% due to the significant sample's ne/e0 overlapping.the root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review the results. As part of a retrospective review, this event was determined to be reportable. Mdrs associated with this event: 1061932-2011-00059, 1061932-2011-02370.